Event description:
It was reported that this implantable cardioverter defibrillator delivered anti-tachycardia pacing which accelerated an ongoing arrhythmia; this arrhythmia was reportedly either a ventricular tachycardia or atrial fibrillation with aberrant conduction. Records indicate that the device delivered therapy which converted the arrhythmia. An additional report was received indicating that the device had delivered therapy for another arrhythmia. It was later reported that the patient fell while at home. An episode of ventricular tachycardia was reportedly occurring at the time of the fall; cardiopulmonary resuscitation was performed and the device delivered therapy. The patient was then hospitalized and later expired. It was stated that the reported clinical observations were likely related to the device. No information was provided regarding device status.